Event description:
During the inspection, it was found that the fixation pin was broken. According to the sr, during surgery when the surgeon tried to attach the pin to the plate, it broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.